Manufacturer narrative:
Findings: pump received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o- ring and broken battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 169 mg/dl. Customer stated that there is broken plastic off reservoir and o-ring came out also on the reservoir compartment. Customer was advised that pump will need to be replaced.